Manufacturer narrative:
(B)(6). (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units of revaclear 300, while the patient was connected to the machine, an internal blood leak occurred almost immediately. It was reported ¿it went down the drain and mixed with the dialyzer¿.there was no patient injury or medical intervention associated with this event. No additional information is available.